Manufacturer narrative:
The reported event was confirmed as product was returned. Visual inspection of the returned product identified the following: cardboard carton and sleeve were damaged and showed box wear from possible handling and transportation; puncher holes were visible on the blister; the inner pouch was torn where the taperloc had broken through the pouch; tyvek lid was intact and sealed onto the taperloc blister. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported event is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the packaging was opened, the tip of the stem was found to be protruded through the plastic bag. It had also dimpled the hard outer plastic packaging. No adverse events have been reported as a result of the malfunction.